Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'some buttons intermittently responsive' which was reproduced during evaluation as keypad buttons that did not respond. The reported condition was verified. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that some buttons on the keypad of a spectrum pump were intermittently responsive. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.